Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a high blood glucose (bg) level of 560 mg/dl and diabetic ketoacidosis. The customer was treated with intravenous saline and insulin and was released from the hospital on (B)(6) 2022 with no permanent damage. The cause of the reported event was unknown. Reportedly, the customer reverted to an alternate method for insulin therapy.